Event description:
It was reported that the doctor experienced difficulty deploying the filter. The feet of the filter became stuck on the end of the catheter. The doctor could not deploy the filter, so he had to go in through the jugular and remove the filter with a recovery cone. A second g2 filter was deployed successfully. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The sheath was evaluated and upon closer inspection, under a microscope, there appeared to be dig marks, from the filter, on the inside of the sheath. A dissection of the distal sheath indicated that the filter dug into the inside wall of the sheath and stopped underneath the distal gold band. The sheath was measured and met the specifications. The pusher wire moved freely within the y-body and the storage tube. The storage tube and the y-body had no defects and were intact. The pusher wire had a slight bend on the handle. The split spline, proximal cylinder location, and wire od were measured and were within specification. All arms and legs were present on the filter and were intact. The filter was measured and was within specification. The result of the investigation was confirmed for failure to deploy based on the evidence of the dig marks on the inside of the sheath. The root cause is unknown. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the IFU (information for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.